Manufacturer narrative:
A ge rep evaluated the system and found the fault was caused by customer error. System operates as intended.

Event description:
Customer reported the system suddenly shut down. No pt injury was reported.